Event description:
A customer reported that their pump declared an alarm during the loading process. There was no adverse impact on the customer¿s blood glucose level. The technical support team assisted the customer with loading a new cartridge, but the alarm recurred. Consequently, it was decided to replace the pump. The customer was instructed to store the pump and return it using a prepaid label. The pump was under warranty, and the customer confirmed understanding of all instructions.